Event description:
It was reported that, "the patient dislocated again and again after bha surgery. Therefore, the surgeon performed a revision surgery to replace the bipolar cup with constrained acetabular inserts with shell in 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.